Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm and 47 cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular 8 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as a deformed rv shock coil and a bent fixation helix, most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 27 months, oversensing on the ventricular channel was reported. A lead revision will be done.